Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level. Cts educated the caller on the issue, explaining that a large variance in measured pressures could cause this display and the fill estimate would adjust once the measured insulin matches the static display; the caller understood and acknowledged this information.